Manufacturer narrative:
Results: no further information regarding the incident was received. No samples were available for evaluation. A review of the device history records could not be performed as a lot number for this incident was not provided. Conclusions: without a sample, a root cause for this incident could not be identified.

Event description:
A physician called to report an incident on behalf of a patient. The needle broke off and fell onto the floor, where the patient stepped on it. The patient has developed an infection and surgery to remove the needle will be required once the infection has cleared up.